Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and the universal serial bus (usb) is damaged. Functional testing could not be performed because the device would not boot up. An interior inspection was performed and observed a defective battery. The reported event of a frozen screen display was not confirmed.